Manufacturer narrative:
Additional information: d4, d5, h4, h6, h11 investigation results: an analysis of the product could not be performed since a physical sample was not received for evaluation. "A manufacturing record evaluation was performed for the finished lot number 3601847 (product code 810081), and no non-conformances / manufacturing irregularities were identified. Expiration date: 31.jan.2013 manufacturing date : 15.feb.2012" as part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition, therefore it has been determined that no corrective and preventive action is required at this time. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable. The manufacturing number is (B)(4).

Event description:
Dir 122961 was received from the tga regarding the ethicon prosthesis used for incontinence. The product details provided are as follows: on (B)(6) 2012, the patient underwent a vaginal hysterectomy, anterior and posterior vaginal repair, insertion of a tvt, and cystoscopy. Following the implantation, the patient experienced recurrent urinary tract infections (utis), pelvic pain, dyspareunia (pain during intercourse), and urinary incontinence. Pelvic pain: located in the bladder and lower pelvis. Dyspareunia: the patient is unable to engage in sexual intercourse due to pain. Urinary incontinence: the patient reports a return of stress urinary incontinence along with urge urinary incontinence. Nocturia: the patient wakes up 2-3 times at night to urinate. No further information is available as the reporter's details have not been disclosed (confidential).

Manufacturer narrative:
The product was not returned. Based on the available information, it has been determined that no corrective or preventive action will be proposed at this time. This complaint will be documented and monitored through post-market surveillance activities. If additional information becomes available, the investigation will be updated as necessary. The manufacturing number is (B)(4).